Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor board was reseated and the power supplies were verified and adjusted. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's monitor would not display an image. No pt injury was reported.